Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/d and received lost sensor alarm. Patient's current blood glucose value: unsure. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer was treated with food. The alleged device is expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed per specifications.